Manufacturer narrative:
The product was returned for evaluation. The kit was returned in an open tray and pouch. A hair was observed on the needle holder. The hair was reddish-brown in color and was 1.5" long. The lot number was not provided; therefore, a device history record review could not be performed. The complaint of hair in the package was confirmed and is considered related to the manufacturing process. An awareness training is being conducted at the manufacturing site to prevent recurrence of this type of complaint.

Event description:
The report stated that "hair contamination was observed in the kit during set up." The product was not used and no patient injury was reported.